Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had 2 bad sensors and it felt like there was no needle to the sensor. The customer's blood glucose level as 150 mg/dl. The sensor will not be returned for analysis.